Event description:
Nursing staff accessed primary tubing line - port [proximal to pt] to administer chemotherapy medication. When finsihed pushing med syringe was removed from port. IV tubing port site did not reseal causing spray of fluid from site. Fluid spray struck nurse's forehead and anterior neck. Reinserting syringe and manipulating port seal finally closed opening to prevent further complications.